Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: during a procedure the connecting screw for insertion broke. No impact on the procedure was noted and the procedure was completed. Hospital facility discarded the broken part of the device.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with (B)(4) specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard. Unfortunately we are not able to determine the exact cause of failure. We can only assume that too much mechanical force had been applied during the surgery. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.